Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an un-interrupted power supply issue. A field service engineer replugged the refrigerator in the wall power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had refrigerator failure. The customer stated that the refrigerator was not connected and was not able to access it. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.